Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse reported that the psl alarm is occurring periodically since her shift began. No aline but cuff pressure is 20 to 25 points higher in diastole than the impella ps. Advised echocardiogram to confirm position. An x-ray was completed earlier. The patient is hemodynamically stable. No changes in gtts. The resolution for this issue is unknown.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary placement signal issue: due to a lack of sufficient clinical details, no data logs or product retuned, the cause of the placement signal issue cannot be established.